Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. The most likely assignable cause is analyzer related, as pre-service and post-service within-run tropi es precision tests were outside of ocd guidelines, indicating the vitros eciq system was not performing as intended. The investigation of the vitros eciq system is ongoing. Based on historical vitros tropi es quality control data, a reagent issue is not a likely contributing factor; however, it cannot be entirely ruled out as the level 1 control does not adequately evaluate performance of the vitros tropi reagent for samples with a troponin I concentration < url (0.034 ng/ml). Additionally, the investigation confirmed that the sample involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient result: 0.061 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported from the laboratory and ocd has not been made aware of any allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).